Event description:
It was reported that at the implant, the black tip of catheter broke and was left in the lateral vein. The broken part remains in the body. Further information was provided with follow up which indicated that prior to use the catheter had been stored at normal room temperature in the manufacturer packaged boxes. The catheter was opened just prior to use and no kink or damage to the outer cover or inside sterile covers was noted before opening. Also there were no unusual incidents during the procedure and it was completed in a decent time frame of two to two and a half hours. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the catheter was returned, analyzed, and primary analysis revealed a catheter separation. It was also noted that the catheter was kinked at various locations and tool marks seen at kinks, rough handling, and implant damage.

Event description:
Asku

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the catheter was returned, analyzed, and primary analysis revealed a catheter separation. It was also noted that the catheter was kinked at various locations and tool marks seen at kinks, rough handling, and implant damage.

Event description:
It was reported that at the implant, the black tip of catheter broke and was left in the lateral vein. The broken part remains in the body. No further patient complications have been reported as a result of this event.